Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2025 to treat functional mitral regurgitation (mr) with a grade of 4, enlarged atrium, and thick chordae. A mitraclip xt was inserted and deployed on the mitral valve, reducing mr to trace. On (B)(6) 2025, imaging was performed and revealed recurrent mr with a grade of 2 due to a suspected perforation. In the physician¿s opinion, the clip had tilted toward the anterior mitral leaflet (aml) side in the left ventricular outflow tract (lvot) view, and the thick chordae tendineae growing from the anterior papillary muscle had pushed toward the aml side, resulting in the tip of the clip arm on the posterior mitral leaflet (pml) side to protrude toward the left atrium (la). There was a suspicion of leaflet injury. It was noted that the clip remains attached to both leaflets.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported partial clip movement was due to patient anatomy. The cause of the reported tissue injury was unable to be determined. The reported recurrent mr was a cascading effect of the reported partial clip movement and tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a